Manufacturer narrative:
(B)(4). The product has not been returned. No further information concerning this report is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited a pocket infection. The patient underwent a surgical intervention to remove the pacemaker along with both leads. No additional adverse patient effects were reported.